Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("physical pain/ severe and persistent pain in my lower abdomen") in a (B)(6) female patient who had essure (batch no. 952111, 898933) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 4 ((B)(6) 1993, (B)(6) 1997, (B)(6) 2005 and (B)(6) 2011), c-section and shortness of breath. Concurrent conditions included burning micturition and hemangioma. Concomitant products included docusate sodium (colace), ibuprofen (motrin), ibuprofen since 2014, iron and vicodin (norco). In 2011, the patient had essure inserted. In 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). In 2014, the patient experienced vision blurred ("blurred vision"), photophobia ("light sensitivity") and weight increased ("weight gain"). In 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced premature menopause ("early menopause"), gait disturbance ("unable to walk or move without severe pain"), back pain ("back pain"), pain ("pain all over my body") and complication of device removal ("complications from essure removal"). The patient was treated with surgery (diagnostic laparoscopy, total abdominal hysterectomy, left salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, vision blurred, photophobia, nausea, weight increased, allergy to metals, premature menopause, back pain, pain and complication of device removal had not resolved and the gait disturbance outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, back pain, complication of device removal, gait disturbance, nausea, pain, photophobia, premature menopause, vision blurred and weight increased to be related to essure. The reporter commented: she did not claim essure worsened a previously existing injury/condition. I later had an oophorectomy and scar tissue removal performed on (B)(6) 2016. She had springs in tubes¿, pelvic problems- pain was usually with periods and adhesions. She¿s been throwing up from the pain. She stated it feels as if her ¿uterus is falling out¿. She has dense adhesions of stomach to uterus noted on c ¿section. Patient tolerated the removal procedure well. She received hormone replacement from 2016-2017. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy liver - on (B)(6) 2014: biopsy shows benign hemangioma. Hysterosalpingogram - in 2012: fallopian tubes occluded. On (B)(6) 2014 pelvic ultrasound showed uterus slightly ant everted 9.1 cmx 5.7 cm x 5.0 cm echogenic areas are identified at the fallopian tube junction regions bilaterally. Diagnosis: bleeding endometrium an ovulatory type and negative for hyperplasia or malignancy. Us transvaginal impression: mildly prominent uterus compatible with clinical history of multiparity, bilateral echogenic areas compatible with prior essure placement, multiple follicles left ovary, largest 0.9 x 0.7 x 0.6 cm. Most recent follow-up information incorporated above includes: on 31-jan-2018: events added per pfs: plaintiff claimed nausea, nickel allergy, pain, vision/eye problems - blurred vision and light sensitivity, weight gain, early menopaus, severe and persistent pain in my lower abdomen, back, and all over my body. Essure implant date was 2011 and removed on (B)(6) 2015 with diagnostic laparoscopy, total abdominal hysterectomy and left salpingectomy. All claimed injuries were not recovered following essure removal. On 7-feb-2018: correction due to discrepancy between coding action item and match point coder query. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("physical pain/ severe and persistent pain in my lower abdomen") and hernia ("other injury(ies) or complication please describe: surgically induced hernias.") In a 44-year-old female patient who had essure (batch no. 952111, 898933) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 4 (B)(6)1993, (B)(6)1997, (B)(6)2005 and (B)(6)2011), c-section, shortness of breath, c-section and body mass index normal. *(B)(6)2014 pelvic ultrasound showed uterus slightly ant everted 9.1 cmx 5.7 cm x 5.0 cm echogenic areas are identified at the fallopian tube junction regions bilaterally. Diagnosis: bleeding endometrium an ovulatory type and negative for hyperplasia or malignancy us transvaginal impression: mildly prominent uterus compatible with clinical history of multiparity, bilateral echogenic areas compatible with prior essure placement, multiple follicles left ovary, largest 0.9 x 0.7 x 0.6 cm. Current weight: 235 lbs. On (B)(6)2014, CT abdomen and pelvis contrast impression: 1. 2 cm hypodensity in the left lobe of the liver anteriorly. Please correlate with lives function tests. Additional, images with intravenous contrast medium would be helpful for better evaluation. 2. Small hiatal hernia. 3) degenerative changes in the lower lumbar spine. 4) sutures along the fallopian tubes bilaterally. 5. Otherwise negative CT scan of the abdomen and pelvis. On (B)(6)2014, she had ultrasound-guided biopsy of a lesion in the left lobe of the liver. Impression: ultrasound-guided biopsy of the left lobe of the liver was performed satisfactorily biopsy show benign hemangioma. (B)(6)2015: diagnosis: endometrial biopsy; bleeding endometrium an ovulatory type; negative for hyperplasia or malignancy. Possible lqa, possible laparoscopy rescheduled for (B)(6)2015. Concurrent conditions included burning micturition, hemangioma, cigarette smoker, dyspnea, wheezing and dvt. Family history included emphysema (father). Concomitant products included docusate sodium (colace), hydrocodone bitartrate;paracetamol (norco), ibuprofen since 2014 and iron. In 2011, the patient had essure inserted. In 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In 2014, the patient experienced vision blurred ("blurred vision"), photophobia ("light sensitivity") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). In 2016, the patient experienced nausea ("nausea") and premature menopause ("hormonal changes describe: early menopause"). On an unknown date, the patient experienced hernia (seriousness criterion medically significant), gait disturbance ("unable to walk or move without severe pain"), back pain ("back pain"), pain ("pain all over my body"), complication of device removal ("complications from essure removal") and pelvic pain ("severe and persistent pain"). The patient was treated with surgery (diagnostic laparoscopy, total abdominal hysterectomy (B)(6)2015, left salpingectomy oophorectomy). Essure was removed on (B)(6)2015. At the time of the report, the abdominal pain lower, vision blurred, photophobia, nausea, weight increased, allergy to metals, premature menopause, back pain, pain and complication of device removal had not resolved and the hernia and gait disturbance outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, back pain, complication of device removal, gait disturbance, hernia, nausea, pain, pelvic pain, photophobia, premature menopause, vision blurred and weight increased to be related to essure. The reporter commented: she did not claim essure worsened a previously existing injury/condition. I later had an oophorectomy and scar tissue removal performed on (B)(6)2016. She had springs in tubes¿, pelvic problems- pain was usually with periods and adhesions. She¿s been throwing up from the pain. She stated it feels as if her ¿uterus is falling out¿. She has dense adhesions of stomach to uterus noted on c ¿section. Patient tolerated the removal procedure well. She received hormone replacement from 2016-2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.6 kg/sqm. Biopsy liver - on (B)(6)2014: results: biopsy shows benign hemangioma. Hysterosalpingogram - in 2012: results: fallopian tubes occluded; in 2012: results: procedure was successful; in 2015: total bilateral occlusion. Lot number: 898933, man date: 2011-09, exp date: 2014-09. Lot number: 952111, man date: 2012-02, exp date: 2015-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-dec-2018: pfs received. Lab data added. Event other injury(ies) or complication please describe: surgically induced hernias, severe and persistent pain were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("physical pain/ severe and persistent pain in my lower abdomen") in a 44-year-old female patient who had essure (batch no. 952111, 898933) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 4 (B)(6)1993, (B)(6)1997, (B)(6)2005 and (B)(6)2011), c-section, shortness of breath and c-section. Concurrent conditions included burning micturition, hemangioma, cigarette smoker, dyspnea, wheezing and dvt. Family history included emphysema (father). Concomitant products included docusate sodium (colace), ibuprofen (motrin), ibuprofen since 2014, iron and vicodin (norco). In 2011, the patient had essure inserted. In 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). In 2014, the patient experienced vision blurred ("blurred vision"), photophobia ("light sensitivity") and weight increased ("weight gain"). In 2016, the patient experienced nausea ("nausea") and premature menopause ("early menopause"). On an unknown date, the patient experienced gait disturbance ("unable to walk or move without severe pain"), back pain ("back pain"), pain ("pain all over my body") and complication of device removal ("complications from essure removal"). The patient was treated with surgery (diagnostic laparoscopy, total abdominal hysterectomy, left salpingectomy oophorectomy). Essure was removed on (B)(6)2015. At the time of the report, the abdominal pain lower, vision blurred, photophobia, nausea, weight increased, allergy to metals, premature menopause, back pain, pain and complication of device removal had not resolved and the gait disturbance outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, back pain, complication of device removal, gait disturbance, nausea, pain, photophobia, premature menopause, vision blurred and weight increased to be related to essure. The reporter commented: she did not claim essure worsened a previously existing injury/condition. I later had an oophorectomy and scar tissue removal performed on (B)(6)2016. She had springs in tubes¿, pelvic problems- pain was usually with periods and adhesions. She¿s been throwing up from the pain. She stated it feels as if her ¿uterus is falling out¿. She has dense adhesions of stomach to uterus noted on c ¿section. Patient tolerated the removal procedure well. She received hormone replacement from 2016-2017. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52.154 kgs. Biopsy liver - on (B)(6)2014: biopsy shows benign hemangioma hysterosalpingogram - in 2012: fallopian tubes occluded (B)(6)2014 pelvic ultrasound showed uterus slightly ant everted 9.1 cmx 5.7 cm x 5.0 cm echogenic areas are identified at the fallopian tube junction regions bilaterally. Diagnosis: bleeding endometrium an ovulatory type and negative for hyperplasia or malignancy us transvaginal impression: mildly prominent uterus compatible with clinical history of multiparity, bilateral echogenic areas compatible with prior essure placement, multiple follicles left ovary, largest 0.9 x 0.7 x 0.6 cm. Current weight: 235 lbs. On (B)(6)2014, CT abdomen and pelvis contrast impression: 1. 2 cm hypodensity in the left lobe of the liver anteriorly. Please correlate with lives function tests. Additional, images with intravenous contrast medium would be helpful for better evaluation. 2. Small hiatal hernia. 3) degenerative changes in the lower lumbar spine 4) sutures along the fallopian tubes bilaterally. 5. Otherwise negative CT scan of the abdomen and pelvis. On (B)(6)2014, she had ultrasound-guided biopsy of a lesion in the left lobe of the liver. Impression: ultrasound-guided biopsy of the left lobe of the liver was performed satisfactorily biopsy show benign hemangioma. (B)(6)2015: diagnosis: endometrial biopsy; bleeding endometrium an ovulatory type; negative for hyperplasia or malignancy. Possible lqa, possible laparoscopy rescheduled for (B)(6)2015. Lot number: 898933. Man date: 2011-09. Exp date: 2014-09. Lot number: 952111. Man date: 2012-02. Exp date: 2015-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("physical pain/ severe and persistent pain in my lower abdomen") in a 44-year-old female patient who had essure (batch no. 952111, 898933) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 4 (B)(6)1993, (B)(6)1997, (B)(6)2005 and (B)(6)2011), c-section, shortness of breath and c-section. Concurrent conditions included burning micturition, hemangioma, cigarette smoker, dyspnea, wheezing and dvt. Family history included emphysema (father). Concomitant products included docusate sodium (colace), ibuprofen (motrin), ibuprofen since 2014, iron and vicodin (norco). In 2011, the patient had essure inserted. In 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). In 2014, the patient experienced vision blurred ("blurred vision"), photophobia ("light sensitivity") and weight increased ("weight gain"). In 2016, the patient experienced nausea ("nausea") and premature menopause ("early menopause"). On an unknown date, the patient experienced gait disturbance ("unable to walk or move without severe pain"), back pain ("back pain"), pain ("pain all over my body") and complication of device removal ("complications from essure removal"). The patient was treated with surgery (diagnostic laparoscopy, total abdominal hysterectomy, left salpingectomy oophorectomy). Essure was removed on (B)(6)2015. At the time of the report, the abdominal pain lower, vision blurred, photophobia, nausea, weight increased, allergy to metals, premature menopause, back pain, pain and complication of device removal had not resolved and the gait disturbance outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, back pain, complication of device removal, gait disturbance, nausea, pain, photophobia, premature menopause, vision blurred and weight increased to be related to essure. The reporter commented: she did not claim essure worsened a previously existing injury/condition. I later had an oophorectomy and scar tissue removal performed on (B)(6)2016. She had springs in tubes¿, pelvic problems- pain was usually with periods and adhesions. She¿s been throwing up from the pain. She stated it feels as if her ¿uterus is falling out¿. She has dense adhesions of stomach to uterus noted on c ¿section. Patient tolerated the removal procedure well. She received hormone replacement from 2016-2017. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52.154 kgs. Biopsy liver - on (B)(6)2014: biopsy shows benign hemangioma hysterosalpingogram - in 2012: fallopian tubes occluded (B)(6)2014 pelvic ultrasound showed uterus slightly ant everted 9.1 cmx 5.7 cm x 5.0 cm echogenic areas are identified at the fallopian tube junction regions bilaterally. Diagnosis: bleeding endometrium an ovulatory type and negative for hyperplasia or malignancy us transvaginal impression: mildly prominent uterus compatible with clinical history of multiparity, bilateral echogenic areas compatible with prior essure placement, multiple follicles left ovary, largest 0.9 x 0.7 x 0.6 cm. Current weight: 235 lbs. On (B)(6) 2014, CT abdomen and pelvis contrast. Impression: 1. 2 cm hypodensity in the left lobe of the liver anteriorly. Please correlate with lives function tests. Additional, images with intravenous contrast medium would be helpful for better evaluation. 2. Small hiatal hernia. 3) degenerative changes in the lower lumbar spine 4) sutures along the fallopian tubes bilaterally. 5. Otherwise negative CT scan of the abdomen and pelvis. On (B)(6)2014, she had ultrasound-guided biopsy of a lesion in the left lobe of the liver. Impression: ultrasound-guided biopsy of the left lobe of the liver was performed satisfactorily biopsy show benign hemangioma. Most recent follow-up information incorporated above includes: on 27-feb-2018: reporters added and updated patient demographics. Historical condition, family history, concomitant disease, laboratory data were added. Updated events onset date. On 27-feb-2018: no new information received. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.